Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Name: (B)(6) . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
Event occurred in netherlands. It was reported that the patient faced event on where infusion set leaked at quick release after one day of use.